Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Email was received on 4/20/2025 from sprout social flagging a facebook ad comment for negative experience. Patient (B)(6) reported having a recalled model that is being refused to be taken out. They stated it is dead and has never helped, it actually damaged their vocal cords. Has been useless for 9 years. The patient could not be found using their name and can not be completely captured. This file will capture the report of lack of efficacy and vocal cord damage. From: sprout social <help@sproutsocial.com> sent: sunday, april 20, 2025 9:34 am to: customer quality ¿ nm clinical technical services <clinicaltechnicalservices@livanova.com> subject: (B)(4) - distributed 04/22/2025 - ad 4/20/2025 - [external] facebook ad comment forwarded by havas social media monitoring log in. Facebook ad comment forwarded by havas social media monitoring havas social media monitoring sent you the following messages: hello, please see the below facebook comment from the vns therapy facebook page. We are flagging because the patient has a reported a negative experience. We have provided them with the standard cts response and will continue to monitor for any further replies. Please let us know if there is any additional action that we need to take in response. Thanks, (B)(6) view this message. (B)(6) sent a message to vns therapy for epilepsy I got mine, and the model was recalled and they're refusing to take it out... Batteries dead too... Never helped. Damaged my vocal cords actually. Been sitting in my chest, useless for 9 years.